Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead exhibiting intermittent t-wave oversensing (twos). The lead remains in use and the patient is scheduled for follow-up with their physician. No further patient complications have been reported as a result of this event.